Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the image issue was due to a faulty scope socket. However, the specific cause of the faulty scope socket could not be established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, an intermitten b30 scope communication error was received when using the evis exera iii xenon light source. It was also reported that there was visible debree inside the port and it was not sure if the issue was due to the port being dirty. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of b30 scope communication error and debree in vent was confirmed. The device evaluation found the b30 scope communication error code was due to a faulty scope socket. Slight scratches and discoloration on the front panel. Lastly, there is 100 hours of non-olympus brand lamp. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.